Event description:
A CT scan conducted confirmed that the electrode array appeared outside the cochleostomy. Revision surgery was performed and the patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.